Manufacturer narrative:
This MDR is created as an additional follow-up to MDR record # 2125050-2019-00533, initially reported on 01-jul-2020 through e-submitter. This MDR is to reflect the additional information received. This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint, the device not being returned for evaluation and the implanted device lot number not being provided, a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated according to current procedures. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
As reported to coloplast, though not verified, add'l info rec'd 4/6/2021: urinary retention may be due to obstruction from prior sling, detrusor-external sphincter dyssynergia from c spine disease, and/or detrusor dysfunction from l spine disease. (B)(6) 2018- mesh palpated under urethra on anterior vaginal wall. Moderate rectocele. Urinary retention possibly from obstruction caused by mesh. Plan for sling removal with fulguration of hunner lesions. Questionable altis/coloplast on right side, palpation reproduced urge to void, pelvic floor muscle spasm, mild bilateral levator muscle tightness, tender to palpation. Uti + enterococcus. Exposed/extruded altis, urinary retention, interstitial cystitis with hunner ulcers, areas of bladder erythema, bladder spasms. No other adverse patient effects were reported.